Manufacturer narrative:
Follow-up #1: date of submission 01/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: investigation revealed a crack in the battery compartment. A leak test showcased a battery compartment leak and a display lens leak. The pump was opened and moisture damage was found throughout the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged damage to the battery compartment. In addition, the reporter stated that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.